Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that a display failure was encountered as there were colored lines displayed on the screen. The lines can potentially obstruct visual alarms and/or error messages. There was no patient impact or consequences as a result of this issue.

Manufacturer narrative:
The returned device was evaluated. During evaluation the lcd display was found to be faulty, resulting in anomalous lines across the display. The lcd was replaced and the unit functioned as designed.